Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that during impella cp support, a patient complained of pain at the insertion site. Gabapentin was added for pain at the impella insertion site. The patient continues on current support while waiting for a transplant.

Manufacturer narrative:
Ip codes added: anemia, additional device required, device repositioning, blood transfusion. Ip codes removed: serious injury. Clinical assessment: the patient is a 27-year-old man with a past medical history significant for pediatric cardiomyopathy with endomyocardial biopsy positive for parvovirus, heart failure with reduced ejection fraction of ten percent, chronic total occlusion of the right coronary artery status post coronary artery bypass grafting with one graft, slow monomorphic ventricular tachycardia status post implantation of a st. Jude single-chamber implantable cardioverter, attention deficit disorder, and bipolar disorder. He was listed as united network for organ sharing status four for stage d heart failure with reduced ejection fraction. The patient presented to the emergency department with sudden onset of severe chest pain accompanied by nausea and vomiting. Laboratory studies on admission revealed elevated troponin levels of 1.14, an elevated lactate level of 3.42, and worsening electrocardiogram findings. The patient was taken to the operating room and impella 5.5 device was inserted in accordance with the instructions for use. Transesophageal echocardiography confirmed appropriate positioning at 5.4 centimeters. The wire was removed, and the impella device was initiated at performance level two and gradually increased to performance level six. Three-point fixation was applied, the insertion site was dressed per hospital protocol, and the patient was transferred to the intensive care unit for continuous monitoring. The patient later reported pain at the insertion site, for which gabapentin was added to his pain management regimen. Impella support was continued as a bridge to cardiac transplantation. Increased plasma-free hemoglobin was noted, although there was no documentation suggestive of hemolysis. During the course, suction alarms occured and device was repositioned as standard trouble shooting. The patient was escalated to venoarterial extracorporeal membrane oxygenation due to his general condition. His hemoglobin and hematocrit levels were later found to be low, and he received two units of packed red blood cells. The patient remained stable on mechanical circulatory support and was successfully bridged to heart transplantation. The impella 5.5 will be coded for pain and medication required and conservatively for anemia, blood transfusion, additional device required, device repositioning and serious injury. Pain at the surgical insertion site is an expected and well-recognized clinical occurrence following impella placement via the axillary artery. This approach requires surgical exposure, graft anastomosis, tunneling, and device fixation¿each of which can contribute to post-procedural discomfort. Such pain is consistent with normal postoperative tissue response and does not indicate a defect in device performance, structural integrity, or operational function. In this case, the impella functioned normally, and there was no evidence that the pain resulted from device failure, malposition, or abnormal interaction with surrounding tissues. Therefore, the patient¿s pain is assessed as a foreseeable procedural outcome rather than device-related. Anemia in patients receiving mechanical circulatory support, especially with ECMO and impella, can occur due to multiple clinical factors unrelated to the device, including critical illness, ongoing cardiogenic shock, hemodilution, frequent blood draws, preexisting anemia, or increased metabolic demand.

Manufacturer narrative:
D6b, date of explant, has been added.

Manufacturer narrative:
D6b, date of explant, has been added.